Event description:
Clinical narrative: a 35 year old male with cardiomyopathy and a pre support clinical state consistent with scai shock stage c was supported with an impella 5.5 via the right axillary/subclavian artery. While the patient was being transported, elevated purge pressures and purge flow below 2¿ml/h were observed, triggering a high purge pressure/purge system blocked alarm. The purge cassette was replaced; however, no kinking or external obstruction was identified, and no improvement in purge performance occurred. Despite troubleshooting, purge flow did not recover. The patient was taken to surgery where the impella was explanted, and va ECMO support was initiated the event was characterized by persistently elevated purge pressures unresponsive to standard corrective actions, including purge cassette replacement, p level reduction, and tpa administration. Device function could not be restored, necessitating surgical explant and transition to va ECMO. Returned product evaluation and data analysis are required to determine the underlying cause. The patient survived explant.

Manufacturer narrative:
A5. Ethnicity is unknown. A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D9: added information regarding the devices return.

Manufacturer narrative:
This follow up MDR is being submitted to document that the device involved in the reported event has been identified as available for return. At the time of this submission, the device has not yet been returned to the manufacturer and therefore has not been evaluated. A subsequent follow up MDR will be submitted if additional information becomes available following device receipt and evaluation.

Manufacturer narrative:
Added: d3 corrected: d4 (serial), h3 hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Purge pressure high: the cause of the high purge pressure was due to biomaterial buildup based on returned data log analysis and returned product evaluation.